Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. With the available information the clinical observation cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular lead exhibited resistance at the terminal connector when prepped for the implant procedure. The physician was not able to insert the standard wire and successfully implant a different but same model lead. There was no patient involvement.